Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded safe limits, displaying a "high" reading, and required a correction bolus via the pump; however, the customer managed without external third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.